Event description:
It was reported by service report that there was a broken weldment on the litter where the side rail attaches and the siderail cannot be latched. No patient involvement or adverse consequences are reported.